Event description:
It was reported that the ilio-sacral screwdriver was broken during a surgical procedure. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the retaining pin has sheared. A review of the device history records for this part number did not identify any related non-conformances. Unable to determine the event.